Manufacturer narrative:
Method - segmentation review, MRI review. Results - segmentation review indicated the endpoint for placement of the femur guide was lacking. MRI indicates the inability to accurately identify tissue boundary lines. Conclusion - failure to follow established segmentation rules.

Event description:
Poor femur guide fit.